Manufacturer narrative:
Isolated the problem to a defective CPR valve. Replaced the valve to resolve this issue.

Event description:
Facility alleged that the head section was drifting down very slowly. No injury reported.